Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although internal short was noted consistent with procedural damage. All damages found are consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual examination found an external insulation abrasion breaching the outer insulation only with intact inner insulation beneath consistent with friction to the device can located proximal to the suture sleeve tie impressions on the distal portion.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited failure to sense. The rv lead was explanted and replaced. The patient was in stable condition.